Event description:
The pt called lfs alleging that their one touch ultra meter would not power on. The pt had been unable to obtain a result on the reported meter. The pt described feeling dizzy during the time of concern. No attempt was made to test with the reported meter. Pt visited their physician's office, where a blood glucose reading of 140 mg/dl was obtained on another meter. No treatment was administered. The customer service rep verified the pt had been using the correct test strips, the battery was correctly installed, battery was less than 1 year old, and the battery contacts were in good condition. The pt neither alleged harm nor experienced injuri. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.